Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No the hrm task did not grant motor power in reasonable time alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose was 180 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm but self did not pass. The insulin pump will be returned for the analysis.